Manufacturer narrative:
On (B)(6) 2016 tandem clinical diabetes specialist met with the customer and switcher her to and different type of insufion set. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. The customer reported a blood glucose (bg) level of 243 (mg/dl). Pump therapy was discontinued and the customer reverted to manual injections to address occlusions the customer was unable to troubleshoot at the time the event was reported.